Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm issue via system logs nor reproduce the reported the issue during in-house testing. During visual inspection the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Fa concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the monopolar energy was not working effectively. The site replaced the instrument and the energy cord, but the issue persisted. The site also power cycled the erbe generator, swapped ports, and tried using different arms, but the issue remained. The surgeon was getting ready to undock and no further troubleshooting could be performed. There were no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: she stated she believed the issue was fixed.

Manufacturer narrative:
While a definitive root cause could not be established and no product issue was identified (the reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The erbe generator was visually inspected and evaluated for its electrical characteristics which showed no issues), however, a potential cause can be attributed to an electrical issue within the erbe generator.

Event description:
Refer to h11 for follow-up information.